Manufacturer narrative:
Device data was reviewed by engineering and confirmed the device had no resets and had not recorded any memory errors. The last programming was performed on (B)(6) 2018. The device declared ert on (B)(6) 2018 and started a ninety day timer to declare eol. The device at initial interrogation during the most recent follow up visit on (B)(6) 2018 was operating at an rv output of 5.0 volts at 1.0 millisecond (ms). Coincidently during the follow up on (B)(6) 2018 the device switched from ert to eol due to the 90 day timer. The device was then programmed to an rv output of 3.2 volts at 1.0 ms. It appears that the increase to the rv output to 5.0v at 1.0ms on (B)(6) 2018 caused the device to use more power and device calculations caused the device to set ert on (B)(6) 2018. Additionally, the programmer calculates the eol date differently then the device. The device records when ert occurs and sets eol 90 days later. The programmer uses 85 days to calculate the eol date from the device ert date, which it calculated as (B)(6) 2018 instead of the correct date for eol of (B)(6) 2018. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that approximately three months ago at the last follow-up appointment this pacemaker exhibited less than 0.5 years remaining. Upon device interrogation at the most recent follow-up the device displayed elective replacement time (ert) with a remaining time of greater than 0.5 years. During the follow-up it was reported that the device had declared end of life (eol) approximately one week prior. A revision procedure was performed and the device was explanted. It was reported that the device was destroyed and will not be returned for analysis, however memory of device data planned to be sent in for review. No additional adverse patient effects were reported.